Manufacturer narrative:
Equipment used: vis (m-81805), tapered mandrel. Drawing(s) referenced: none. As found condition: the apollo catheter was returned for analysis within a shipping box and an opened apollo outer carton (b551265). Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached distal tip was not returned. Testing/analysis: the apollo catheter was flushed, water exited from the distal tip. An in-house tapered mandrel was inserted through the apollo catheter without issue. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿difficulty navigation¿ reports could not be confirmed. No issues were encountered passing an in-house mandrel through the returned apollo catheter. The apollo catheter distal tip was found detached from the catheter and not returned. In addition, the mirage guidewire used in the event was not returned. Therefore, any contributing factors from the apollo distal tip and the guidewire could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the microcatheter was used with the mirage microguide. Where it was not compatible, the wire would not navigate inside the catheter, when exchanging the catheter the same wire navigated without issue. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing angioplasty surgery. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. This event did not lead to or extend hospitalization. There was no injury as a result of this event. Ancillary devices include a mirage guidewire. Additional information was received that there was resistance to navigation of the microguide inside the microcatheter. Additional information received reported that the guidewire was able to pass the catheter hub. There was no damage found to the catheter hub. The guidewire tip was not shaped. There was no kink damaged found on the guidewire.